Manufacturer narrative:
The customer returned a total of forty-three samples for evaluation in new condition int their unopened packaging. Visual and functional testing was performed on the samples and all samples presented a leak between the bag and the pump tube. The customer reported failure is confirmed. The root cause was determined to be the rf machine that performs the sealing process on the bag. The sealing machine was repaired to eliminate the weak seal in that area, changing the generator of the equipment who produce the quality of the sealing in the bag. A internal corrective and preventative action was opened to document the investigation efforts to address this reported condition. A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release and no non conformances were identified during this DHR review. Additionally, manufacturing controls are in place to detect leaks and reduce the potential for occurrence during the manufacturing process. Related customer complaint records: (B)(6).

Event description:
It was reported that six out of twelve from the same lot presented leaks. It was further reported that during filling the device presented a leak. No patient injury was reported.

Manufacturer narrative:
Other, other text: while performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-07817 is no longer considered reportable, please disregard any MDR reports associated with it.